Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The operator indicated that while discarding the sample probe, which had been in use on the architect i1000sr analyzer, into the sharps trash they punctured them self with the sample probe. They noted that the perforation was superficial and there was a small amount of bleeding. The technician was wearing gloves at the time of the incident and immediately washed the injury with water and 70 percent alcohol many times. The operator did seek medical attention at the hospital (no specific care was documented). The operator did have a blood draw to test for (B)(6).

Manufacturer narrative:
Further investigation of the issue included a review of the complaint text, a review of the analyzer service history, a search for similar complaints, and a review of labeling. Review of the instrument service history identified no contributing factors on or around the date of the complaint. Tracking and trending did not identify any systemic issues or adverse trends of the probe with regards to injury. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect i2000sr analyzer, list number 03m74, was identified.